Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir was leak. The customer blood glucose level was 600 mg/dl at the time of incident. Customer stated the location of the leak was o rings. Customer was unsure if leak was past first or second o ring. Customer stated there was not an air bubble in the reservoir. Customer reported the insulin pump was working and did not need any medical assistance. Customer treated with bolus. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Cannot performed manual test per dop114-811 appendix g to reservoirs due to the plunger not returned. Unable to confirm customer complaint; missing transfer guard and plunger. Reconnected and using a new lab transfer guard and plunger; performed pre-fill reservoirs test per dop114-811 and es9041. Found reservoirs no leakage and no air bubbles anomaly when removing the plunger. Also inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.